Manufacturer narrative:
(B)(4).

Event description:
During index procedure the patient had one endeavor drug-eluting stent implanted in the rca. Approximately 49.5 months post index procedure the patient suffered an mi and restenosis which was treated with revascularization of the rca with non-mdt stenting. The investigator indicated that the event were not related to the study device.